Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) experienced a therapy issue. The patient's parent noted that the therapy had "just turned off." The mdt rep was not sure how they noticed this. It's unknown if the issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider ( hcp), reported the cause of therapy turning off wasn¿t determined. The patient turned the device back on resolving the issue.

Event description:
Additional information was received from the patient's representative. It was reported that during the charging of the implantable pulse generator (ipg), the patient moved and there was a loss of connection, resulting in the inability to check the battery level or perform any actions with the device. Patient rep mentioned that they went to the clinic yesterday and everything was working fine and they were going to charge today, but all of a sudden it showed that the battery was dead. The wireless recharger displayed a red blinking light and indicated that therapy was off. Agent walked the patient rep through reconnecting and they were able to successfully connect the recharger to the ipg. The ipg battery initially showed 0/low before later displaying 50%. Agent reviewed that therapy turns off when the battery depletes below 10% and that therapy needs to manually be turned back on after charging back up. The patient rep mentioned the ipg was last charged three days ago. The agent advised them to charge the ipg and monitor the battery depletion rate. The patient rep would reach out to the healthcare provider for assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.